Manufacturer narrative:
Device identifier # 10381780253457. Additional information received on 20sep2019 indicating that there was no patient injury. The issue was were found prior to surgery and replaced with working units. No delay, patient contact, or medical intervention reported. The device was returned for evaluation with the unit not meeting all specific functional test. The lock had both rotational and lateral movement; general maintenance and cleaning required. Device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint reported was confirmed. The complaint was likely caused by wear and tear over time/ improper handling. The definite root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp had a loose locking mechanism. The date of the event was unspecified. Additional information has been requested.